Manufacturer narrative:
Technical support performed, troubleshooting over the phone to determine, the customer reported issue of 8100 error code 243.4070. Technical support: 1. Replace the ail assembly. 2. Return module back to factory. 3. I also, gave customer the part number for the ail kit. A review of the device history record showed, the device had a manufacture date of 06mar2019. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was involved in a production failure (B)(4). Which does not correlate to the customer reported issue. Based on the findings, technical support was unable to determine, the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported, that the lvp (large volume pump) module 8100 received and error code 243.4070. It was reported, there was no patient involvement.

Manufacturer narrative:
Additional in d4, h3, h6. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 243.4070. Technical support- 1. Replace the ail assembly. 2. Return module back to factory. 3. I also gave customer the part number for the ail kit. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 06mar2019 and confirmed that this device was involved in a production failure q6 200284952 which does not correlate to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : tech support performed troubleshooting over the phone.

Event description:
It was reported that an lvp (large volume pump) module 8100 displayed error code 243.4070 for sensor test failure. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an lvp (large volume pump) module 8100 displayed error code 243.4070 for sensor test failure. There was no patient involvement.